Event description:
It was reported that during the procedure, a 90% stenosed lesion in the mid left anterior descending (lad) coronary was pre-dilated with an unspecified 2.5x15 semi-compliant balloon via inflation to 10 atmospheres. A 2.75x23 xience v rx stent delivery system (sds) was unpackaged then prepped with contrast with negative pressure drawn prior to removing the protective sheath. When removing the distal stylet and protective sheath, resistance was felt, and the stent struts were noted to be damaged. Thus, the sds was noted used in the patient. Another unspecified sds was used to complete the procedure. There was no occurrence of a clinically significant delay. No device or other procedural issues were noted. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed. The difficulties removing the protective sheath and stylet could not be replicated in a testing environment as the components were not returned. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience v everolimus eluting coronary stent system instructions for use (IFU) states: remove the protective sheath from the tip. Flush the guide wire lumen with "hepns" until fluid exits the guide wire exit notch. Based on the reviewed information, no product deficiency was identified.